Event description:
An (B)(6) male patient contacted zoll customer support to report that the response buttons do not work. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. As rec'd, the rear response button was nonfunctional. Upon investigation, a trace on the rear response button was damaged. The cause of the non-functional response button was the damaged trace. The root cause of the damaged trace could not be positively identified. No adverse event resulted from the defective response button. The patient rec'd a replacement monitor.